Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the reported issue could not be reproduced. One 5fr t/l powerpicc catheter was returned for evaluation. A visual observation of the returned catheter revealed extension sets were attached to all luer adaptors of the catheter and biological residue was observed. A functional test of flushing the catheter with water using a 12 ml syringe was performed and no leaks were observed. The distal end of the catheter was then intentionally occluded using a hemostat and multiple attempts were made to flush the catheter with water in order to pressurize it; however, even during pressurization no leaks were observed. This complaint could not be confirmed as no issues were found with the sample during testing. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that handling patients with catheters inserted at other facilities. Confirming fluid leakage from the insertion site. There was no reported patient injury. Check for leaks during transportation. A specific number of affected devices or patients was not provided by the complainant.¿